Event description:
A radial jaw was used for a diagnostic bronchoscopy. During the procedure, pieces of the sheath came off inside of the pt's lung. The fragments were later removed by forcepts. The procedure was completed with another devices.